Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette not attached properly" alarm. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 12-nov-2024. H3: one device was returned for repair. Visual inspection found the device was in used condition. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. The event history log was reviewed. Functional testing could not duplicate the reported issue. The downstream occlusion sensor was replaced and after repair all functional test of the pump passed.